Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 7070511/7070516.

Event description:
It was reported that the patient had more pain and discomfort with numbness. Undesired sensation was also reported. All components were explanted and were not returned. The patient was doing well postoperatively.